Event description:
The customer reported that during a routine device replacement procedure, this right atrial (ra) lead exhibited loss of capture (loc), high threshold measurements and low out of range pacing impedance measurements less than 200 ohms (170 ohms per the customer on (B)(6) 2012, this was the only measurement provided). The lead was surgically capped and abandoned. A new ra lead was successfully implanted. No adverse pt effects were reported. The lead was actively implanted for approx 17 years, 11 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), and no adverse pt effects were reported. The lead will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Loss of capture/sensing is a recognized clinical event reference in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.